Manufacturer narrative:
A follow-up medwatch will be submitted when further information becomes available.

Event description:
It was reported that the blood outlet port of the reservoir broke during priming. No harm to any person was reported. The failure was detected during priming. However, since a direct blood line connector broke during this process, there is a potential risk that the same failure could also occur during treatment. Therefore, the complaint is considered reportable. Complaint # (B)(4).

Event description:
Complaint#: (B)(4).

Manufacturer narrative:
It was reported that the blood outlet port of the reservoir broke during priming. No harm to any person was reported. The failure was detected during priming. However, since a direct blood line connector broke during this process, there is a potential risk that the same failure could also occur during treatment. Therefore, the complaint is considered reportable. The market responsibility lies with jms co., japan. The company purchases vkmo products and integrates them with their own tubing sets before placing them on the market. According to the information received, the product successfully passed visual inspection. A blood line was assembled by the customer, and the reported failure occurred during the priming process (i.e., following the assembly of the blood line). A trend analysis covering the past four years was conducted, and no similar complaints were identified. Therefore, this case is considered an isolated event. Based on the available information and investigation results, the exact root cause of the reported failure could not be determined. However, according to the product¿s risk assessment file, the potential causes may include the following: logistics: the user does not appropriately transport the product - mechanical damage of product. Logistics: impairment including total failure due to mechanical damage of product. User: the user is not able to connect the blood carrying tubes - an applied external force during assembly of the blood line. However, the getinge sales & service representative confirmed that it is not possible to obtain information from the customer regarding whether any external force was applied to the relevant point. These causes could not be confirmed. The production history records (dhrs) of the affected bo-vkmo 71000 with lot#: 3000411968 was reviewed on 2026-03-10. According to the DHR results, the product bo-vkmo 71000 passed the defined manufacturing and final release specifications. There is no indication on manufacturing issues. Thus, production related influences are unlikely. The review of scrap, rework, enhancements and design changes were performed and no abnormalities was found in regard to the reported failure. In addition, a review for potential field actions and capas related to the failure and product in this complaint was performed. This complaint is not in scope of any ongoing field actions and/or capas. The review of the non-conformities has been performed for the reviewed time period. It does not show any non-conformity in regards to the reported failure. Based on the provided photohraphical evidence, the complaint could be confirmed however product related influences could not be confirmed at this moment. The occurrence rate was calculated for the reported failure and product and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿s trending program and additional investigations or corrections will be implemented in case of adverse trending.